Manufacturer narrative:
Implant failed due to lack of primary stability.

Event description:
Implant failed due to lack of priamry stability.

Event description:
Implant failed due to part does not fit.